Manufacturer narrative:
The devices were received and evaluated. Upon visual examination, burnishing, severe abrasive wear and indentations were observed on the proximal articular surface. Bone cement was observed in the fixation area and on the sides. The as-received unicompartmental oxinium femoral component was evaluated and bone cement was seen in the fixation area. Scratches caused by instruments were found near the edges. Minor scratches were seen in the distal articulating area. It was reported that loosening of the tibial insert was noted during revision surgery. The abrasive wear and indentations observed on the insert may have been caused by third body debris from the loose insert. The loosening likely occurred at the cement/bone interface due to the significant amount of cement attached to the inferior surface of the insert.

Event description:
It was reorted that revision surgery was performed due to persistent pain. A loose tibial tray in the medial joint was noted.